Event description:
Customer reported to olympus representative an issue of malfunction (broken endoloop) occurred during an unspecified procedure. Malfunction occurred during an unknown event date. This related report was opened and being submitted to document (1st occurrence) device malfunction, related to a report with patient (B)(6) reported by the customer to the olympus representative which was only brought up due the second event. There was no patient harm or injury reported due to the event. No user injury reported. This report is related to a report with patient (B)(6).

Manufacturer narrative:
The subject device was not returned for evaluation. Follow up in progress. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, possible causes may include: 1. The coil sheath was bent at approximately 2-3 cm from distal end of the handle. 2. In the state of ¿1¿, the slider was pushed/pulled repeatedly. 3. The operating pipe was bent and broken. A definitive root cause cannot be identified. This issue is covered in the instructions for use: ·do not strike or crush the coil sheath during operation. Doing so can damage the distal end of the coil sheath, which could make it impossible to detach the loop after ligation. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual. ·never use excessive force to operate the instrument. This could damage the instrument. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on customer response and updates. Further communication with the customer the following information conveyed: the device was disposed, not returning. The procedure performed was a polypectomy. The intended procedure was completed. Customer cannot recall exactly if the device used to complete the case was a similar device. No other information provided. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.